Event description:
Event description cpi received information that this implantable pulse generator (ipg) was removed due to a loss of output. The leads were subsequently replaced and the new system is functioning appropriately.